Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Analysis result showed that the allegation of dislodgement was not confirmed. The laboratory observation and field report were insufficient to verify the allegation. Moreover, the lead tip appeared normal. In addition, the electrical allegation also were not confirmed based on normal lead resistance measurements. A passing hipot test and inspection showed no conductor fractures. (B)(4).

Event description:
It was reported that this right atrial (ra) lead dislodged. Moreover, it was suspected that there wasn't sufficient slack in the right ventricle. Hence, the lead was explanted and more slack was placed with the replacement rv lead. Additional information indicated that the lead exhibited loss of capture. Moreover, the dislodgement was confirmed through x-ray in which result shwed that the lead was clearly dislodged and was hanging in the ventricle. Also, the patient was experiencingslow heart rate. No additional adverse patient effects were reported.